Event description:
The customer contacted baxter's service center regarding a system error 2240 which occurred on the home choice (hc) during use during fill 2. The home patient (hp) was connected at the time of the alarm. The patient line was properly primed prior to connecting, and there were no patient line extensions being used. The patient had not disconnected. All bags were properly connected and there were no open clamps on any unused lines. A leak was noted on the heater bag. The hp stated that she touched the heater bag and noticed a damp spot, but could not find where the fluid was coming from. The hp stated that she also had the supply bag on top the heater bag. The set up was not being reused. The patient did not have pets that could have caused damage to the supplies. There was no damage noted to the over pouch or carton in which the cassette was delivered. A sharp object was not used to open the supplies. The supplies were not damaged by an outlet port clamp or an assist device used to make connections. Proper procedures were reviewed with the hp. The technical service representative (tsr) had the hp cycle the power and the hc displayed a system error 2367. The hp stated that they would use manual supplies to complete therapy. There were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the home patient on (B)(4) 2012. She stated that she had found a hole in the cassette lines that was about the size of a pinhole. The cassette was the source of the leak, and not the bag. There were no samples available and she did not recall the lot. Therapy since has been going well and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was a tubing leak. A labeling review was performed in response to the user error in this complaint, and the labeling was found to be adequate